Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges that there was a piece of foreign substance on the microwell paper inside the housing of the device. The alleged issue was detected prior to pt use.